Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the speaker of their mx40 was not working. There was no patient harm reported by the customer.

Manufacturer narrative:
.